Event description:
It was reported by service report that the footend was drifting down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - failed nylon acme nut in the lift actuator assembly.